Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem's user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 380 mg/dl. During troubleshooting with tandem technical support (cts) it was discovered customer was using cold insulin,, reusing cartridges, and using pump supplies beyond labeling. Cts educated customer on cartridge/insulin labeling. It was also discovered customer was not properly completing the air flow extraction step. Cts educated customer on the users guide for removing excess air from the cartridge. Reportedly, customer was able to change supplies and resume insulin delivery.